Manufacturer narrative:
(B)(4).

Event description:
New information received from the consumer stating "I did not notice the "flickering" post-op on the right eye. What I did notice was the glare from lights at night. I was very disappointed when I first saw the crescent moon. It had streaks of light on the upper right and lower left that I knew were not meant to be there. The streaking glare from lights is in both eyes and has remained constant. The "flickering" became quite intense after the left eye was operated on."

Manufacturer narrative:
(B)(4).

Event description:
Corrected information received stating this record is for the left eye instead of the right eye which was originally reported.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that he is having glare, streaks and flickering in both eyes his ever since he had cataract surgery with an intraocular lens implant (iol) over 6 months ago. This report is for his right eye. The consumer states the flickering and glare varies through out the day. If he sits still in low lighting then it stops. Every light that comes at him is like a freeze frame of a fireworks display. Each of his eyes see diagonal streaks of light extending from the light source. The consumer states that driving is very bothersome. The consumer states he still can't enjoy looking at the moon due to the streaks. This is one of two reports for this consumer. Additional information has been requested.